Event description:
The patient reported they are likely going to need a revision soon because they have "lost weight and the pump is sticking out and it's moving. It has scar tissue over it¿. Per the patient if they aren¿t careful the can hit the pump on a chair. This had been happening a ¿long time now, 2-3 years. When the pump was first put in, it was under the patient¿s ribcage and now it was almost over the patient¿s ovary area it had moved down so low. The patient also reported ¿there¿s a lot of scar tissue. You can feel the bump of scar tissue over the port where she has to give me extra anesthesia" when patient has the pump refilled. The lump may be ½ inch in size. The patient¿s hcp did not think it was an issue at this point. The patient stated that ¿sometimes my hip hurts me, I feel like it is sitting on my hip, near the nerve¿ and they ¿pick up the pump up with their hand to relieve the pressure on their hip. The patient also stated they do not have an ovary on the right side, so that is not the issue. It had been hitting "the hip for the last year, on and off." The patient was also moving and planned to continue to see their current hcp for a while but was seeking a closer physician ¿in case of emergency¿. The pump was used to deliver clonidine, dilaudid, and morphine. No interventions or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n135790, implanted: (B)(6) 2009, product type: accessory; product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).